Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
The company representative reported that he discovered that all of his recent sample inventory of driver blade 62-15000 (lots # 1000177900 and # 1000172284) are not picking up the screws as specified by the product description. The blades have no screw retention, so they are not loading properly. There are no adverse consequences to report, but there was a slight delay, as the screws kept falling off the blades.

Manufacturer narrative:
The reported issue that the blades could not pick up the screws (catalog # 92-15994) could be confirmed by the arguments given below. Based on the reported event it was stated that the screwdriver blade # 62-15000 (component of the universal neuro system) does not hold the screws with catalog # 92-15994. The mentioned screws are implants belonging to the universal neuro ii system. According to the relevant instruction for use (IFU (B)(4)) it is stated that ¿all products out of the new stryker (B)(4) universal neuro ii system are not compatible to the existing stryker (B)(4) universal neuro system¿. For previous similar investigations the issue had been discussed with the responsible r&d department and it was verified that the screwdriver blade with catalog # 62-15000 correlates to the universal neuro system whereas the mentioned screws with catalog # 92-15994 correlate to the universal neuro ii system which are not compatible to each other. For this screws the intended screwdriver blade is marked with catalog # 62-15020 and three teal color rings. Due to the high complaint rate regarding the screw pick up, screw loading or screw retention with screwdriver blade # 62-15000 the potential nc ID # (B)(4) was raised. Within the nc investigation performance and handling tests were performed. No issues were determined regarding the system performance of neuro I blade and neuro I screws. Also no manufacturing or material related issues could be determined. Moreover it was verified that the claimed blade - screw combinations are not intended for use as also stated in the corresponding neuro I and ii instrument IFU (B)(4). Consequently the reported event indicates an off-label use while using components of not compatible systems. Therefore the root cause for the reported event can be attributed to a user related issue. Indications for any manufacturing or material related problems were not determined. Product surveillance will continue to monitor complaints of this type for adverse trends and the complaint is added to the complaint trend.

Event description:
The company representative reported that he discovered that all of his recent sample inventory of driver blade (B)(4) (lots # 1000177900 and # 1000172284) are not picking up the screws as specified by the product description. The blades have no screw retention, so they are not loading properly. There are no adverse consequences to report, but there was a slight delay, as the screws kept falling off the blades.